Event description:
It was reported that the scale was inaccurate. After evaluation and troubleshooting the cause of the inaccurate scale has yet to be determined. The investigation is ongoing. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the unit.

Event description:
It was reported that the scale was inaccurate. After evaluation and troubleshooting the cause of the inaccurate scale has yet to be determined. The investigation is ongoing. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.